Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the returned instrument has shown that the screw has indeed fallen out. The manufacturing documents were reviewed and no discrepancies to the specifications were found. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
During the removal of the bony screw, the screw broken and fell out. This 1 of 1 report for complaint (B)(4).